Event description:
The patient reported that the pump had no power when he woke up on the morning of (B)(6) 2011. There was no reported adverse event associated with the power loss. The patient stated that he inserted a new battery, but the issue remained unresolved. The patient denied any structural damage to the battery cap and compartment, or any corrosion in the battery compartment. After troubleshooting for visual damage was completed, the patient reportedly removed and reinserted the battery, and the pump then had power. The pump was replaced due to the initial power issue, as power loss without the user being alerted can cause or contribute to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting occurred on (B)(6) 2011, preceded by an unconfirmed occlusion alarm and low voltage. The pump history showed a low battery warning was confirmed at 7:09 pm on (B)(6) 2011. A review of the black box shows that the pump was in use for 48 hours beyond the reported power issues with no further power issues occurring. There was no damage found to the battery cap or compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. An occlusion alarm and a low battery warning were reproduced during testing, and the pump emitted the appropriate audiovisual alerts for both. The pump was exercised for 24 hrs with no alarms or power issues occurring. Investigation determined that use error caused the reported power loss because the patient did not confirm an occlusion alarm, and the battery ran out due to the alarm continuing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.